Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation include, but are not limited to interaction with patient anatomy or suture/link pulled until it breaks. Factors that may contribute to suture malposition, include, but not limited to, interaction with the patient anatomy or friable femoral vessel. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: g2 - report source - removed distributor.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, a suture separation (break) occurred when the device was removed, and the knot came out of the anatomy. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.